Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information received indicated the rate/sense portion of the rv lead was surgically abandoned. A sharp kink was noted under fluoroscopy which was thought to be related to the high impedances. The lead remains in service for defibrillation. A new rv pace/sense lead was successfully implanted. There have been no adverse patient effects reported as a result of the revision procedure.

Event description:
Boston scientific received information that this implantable right ventricular (rv) defibrillation lead was exhibiting high out of range pacing impedance greater than 2,000 ohms. The patient planned was brought into the clinic for further troubleshooting. The out of range impedance were unable to be recreated by performing isometrics and pocket manipulations. There were no changes in pacing thresholds or sensing. The device was reprogrammed to 3 zones, with a vt-1 monitor only zone. The duration in the vt zone was extended to 5 seconds. The vf duration was also extended 2 seconds. There were no plans for additional intervention at this time. The physician planned to monitor the patient via latitude which is a remote monitoring system. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Additional information received indicated further testing was performed. A variance in rv pacing lead impedances was able to be recreated by performing maneuvers with the patient's left arm. A procedure was scheduled for an rv lead revision, but was postponed due to logistical issues. No additional information is available at this time. If additional information becomes available this report will be updated.

Manufacturer narrative:
Additional information received from the local area sales representative indicated the physician suspected an rv lead conductor fracture. A lead revision was scheduled, but appeared to have not taken place. Approximately two months later we received another latitude red alert indicating a high rv pacing impedance measurement greater than 2,000 ohms. Additional information received from the local area sales representative indicated the physician was aware and had no plans for further intervention at this time. The patient planned to be monitored via latitude. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.